Event description:
It was reported that during a routine follow-up, the physician had difficulty interrogating the device. The device was explanted and replaced after several unsuccessful attempts. Patient is in good condition after the event.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. Upon receipt, the device could not be interrogated due to low battery voltage. The low battery voltage was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
Initial reporter: unknown. Device evaluation anticipated, but not yet begun.